Manufacturer narrative:
The sensor interface board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A gehc service representative reported failure of the unit to mechanically ventilate, during evaluation of the unit. There is no report of patient involvement.